Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one helical blade inserter, one 130 degree aiming arm, for trochanteric fixation nails and one insertion handle were received. These instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures and used together for the insertion of the helical blade into the trochanteric fixation nail. This information is provided per titanium trochanteric fixation nail system technique guide j3900-I. The mating titanium cannulated trochanteric fixation nail and helical blade were not returned as they were successfully implanted. The returned helical blade inserter, lot number was manufactured march, 2003. It was received disassembled into three pieces; the handle, the alignment indicator, and the main shaft. All three components show dents and surface scratches. In addition, the gold handle is severely flattened on the proximal and distal edges and the three alignment pins on the main shaft each have a worn down flat. These flats show evidence of forceful misalignment with the mating grooves on the blade guide sleeve and the dents show evidence of hammer blows in both the direction of insertion and extraction. The returned aiming arm, lot number 5145465, was manufactured january, 2006. It was received intact and functional. The aiming arm shows surface scratches and nicks over the length of the device such that the anodized layer has been scraped off in areas. This wear is concentrated on the edges of the device. The flat portion of the hole for the blade guide sleeve is deformed such that portions have been rolled over making the flat no longer straight. The returned insertion handle, lot number 5536897, was manufactured october, 2007. It was received with surface scratches over the length of the device. There is a dent on the proximal side of the device where the hammer guide would attach and dents on the underside of the arch. This device is also not designed to withstand hammer blows but clearly shows impact marks. There is proof of the functionality of the mating parts that were not returned since the implants were successfully implanted. Therefore, the method of use was likely the cause of any misalignment. The returned devices were all manufactured prior to the release of the current drawings. Since the date of manufacture, there has been three design revisions to the helical blade inserter, two design revisions to the aiming arm, and one design revision to the insertion handle. However, these changes are not related to the complaint condition. The designs were found to be sufficient for their intended use, the design histories did not impact the complaint condition, and there were no noted failures to meet specifications. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition is unconfirmed as the misalignment could not be replicated. The designs were found to be sufficient for their intended use and it is most likely that the method of use of not having a tight connection between all of the components resulted in the complaint condition. The risk analysis was found to adequately address the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a trochanteric fixation nail (tfn) helical blade into a tfn nail, the blade got caught in the nail and would not advance. The surgeon had to pull the nail and blade out of the patient and open a new set to put in the implants. The issue was with the aiming arm, insertion sleeve and insertion guide. Reportedly the same nail and helical blade were reinserted back into the patient, using the new aiming arm/insertion handle construct. The coupling screw was reported to be fine. There was no harm to the patient and there was only about an eight minute delay in surgery. They assembled another insertion construct with a nail after surgery and found resistance as well. This is report 2 of 5 for (B)(4).